Event description:
Customer reported an issue with a cartridge alarm 20 occurring almost daily. There was no adverse impact to the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. The customer, whose pump was out of warranty, expressed interest in obtaining an out-of-warranty loaner pump.